Event description:
It was reported that during an unspecified procedure, a guide wire fracture occurred. The lesion was located in the mid circumflex artery. The graphix j wire was withdrawn and the guide wire fractured. The wire was retrieved, and the procedure was completed successfully. No further patient injuries or complications were reported. The patient's status is reported as "ok." Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation ; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.